Event description:
I got breast implants in 2015; after I got my implants I knew something felt wrong and went back to my surgeon. Of course I was called crazy. I then came back my 6 month follow up where I was told I had a capsular contraction and had surgery. After my surgery I had chronic breast pain, my chest had redness, I had so much joint pain, so many symptoms. I've been hospitalized and been to several doctors. I've had MRI's, ultra sound and x rays on my chest. I wanted to die. I just explanted these toxins bags and magically I am cured. They tried to kill me. Took 7 years of my life away. Thank you texture silicone implants. I have 7 years of medical records these have caused me. Before I got breast implants I never saw the doctors. FDA safety report ID# (B)(4).